Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that not been implemented in line with the instructions for use (IFU), resulting in foreign material remaining in the device. It was further presumed that the foreign material, according to the color and shape, could be residue of a chemical - however, it could not be further specified what the foreign material was. It is recommended that the user facility review the method of reprocessing the device in line with the IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the distal end cover cannot be attached or removed. The device was returned to service where evaluation found foreign matter in the suction channel. There was no harm or user injury reported due to the event. This report is being submitted for the foreign matter found during evaluation.

Manufacturer narrative:
The device evaluation found foreign matter. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.